Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was not hospitalized for the event. The patient was treated with an unspecified antibiotics for the event. At the time of this report, treatment was ongoing at home. The patient was scheduled to follow up with the pd clinic two days after onset of the event. The patient outcome was not reported. Additional information is not available.